Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had rewind anomaly. The blood glucose level of the customer was unknown. The customer stated that the insulin pump was louder during the rewind process and the customer had to rewind it more than once. The customer also stated that the reservoir was not secured in its place and it affected the insulin delivery. The insulin pump will not return for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08700 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm, drive/motor anomaly, unexpected motor noise anomaly or rewind anomaly noted during testing. The motor was tested outside of the device and passed. During the occlusion test, device recognized the water filled reservoir that was installed in the reservoir compartment. Device was programmed with a 2.0 unit fill cannula delivery. Then the unit delivered the 2.0 units properly with water exiting the infusion set. No prime/fill anomaly noted. Device uploaded properly using carelink. Device had cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. During visual inspection, no moisture damage noted on the electronic assembly or on the motor. (B)(4).